Event description:
Patient was being moved out of a stretcher van. Staff heard the stretcher lock when the wheels came down. Subsequently the stretcher tilted to the side and fell to the ground on its side with patient still belted in.